Event description:
Report rec'd from the USA stating that the device had a fluid leak. The device was being used during surgery, but there was no patient or user injury. It is unknown if medical intervention occurred or there was a delay in surgery. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).